Event description:
The customer reported that the electrode fell out of the pencil during use. The electrode fell into the surgical cavity but was retrieved without any patient injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation of the returned pencil found electrodes disengaged without retention. Investigation identified that the diameter of the pencil nose opening was too large. This was due to a supplier manufacturing error. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.